Manufacturer narrative:
A supplemental is being submitted for correction: corrected sections: - h10 addt manufacturer for MDR: the associated product (B)(6) was inadvertently listed and submitted in the initial MFR report number: 3007042319-2023-02080. Per the incoming information received, there was no allegation against this product. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the controller log files revealed eight (8) electrical fault alarms and multiple reactivation events were recorded between (B)(6) 2023 and (B)(6) 2023 due to an overcurrent condition in the front stators and the rear stators, resulting in the pump running in single stator operation. Log file analysis also revealed seventeen (17) high watt alarms were logged since (B)(6) 2023 and power consumption above the normal operating range logged on (B)(6) 2023 due to the increased power consumption required to run on a single stator. In addition, one (1) low flow alarm was logged on (B)(6) 2023. Onsite inspection of the driveline cable, as well as visual evidence provided by the site, revealed that near the connector there was damage to that the previous driveline strain relief repair and damaged driveline wires. The driveline wires are associated with the stators. Visual evidence provided by the site revealed that beneath the previous driveline strain relief repair there was a break in the outer sheath and damage to the inner lumen, resulting in exposed driveline wires. Additionally, onsite inspection of the driveline and visual evidence provided by the site revealed twisting and discoloration on the outer sheath. As a result, the reported events were confirmed. A driveline splice repair procedure was performed to mitigate the reported driveline cable damage conditions. Based on the available information, the most likely root cause of the reported electrical fault alarms high power consumption, high watt alarms, and observed reactivation events can be attributed to shorts in the driveline due to damage to the driveline cable wires; when the wires were left exposed, the wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. The most likely root cause of the observed damaged inner lumen and driveline cable wires events can be attributed to handling of the device after the outer sheath damage left the inner lumen and driveline cables exposed. Based on historical review of similar events, the most likely root cause of the break in the driveline outer sheath and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline strain relief repair damage and the driveline sheath twisting damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited one low flow alarm and the driveline exhibited strain relief damage on a previous repaired area. It was further reported that the following day, the vad exhibited multiple high watt alarms, above normal power consumption, and several electrical fault alarms. The patient¿s driveline was extremely twisted and was likely causing electrical faults thus causing overcurrent shorts on both stators. The patient was admitted to the hospital and the following day a driveline splice repair was performed in the intensive care unit (ICU) where the patient was medically prepped with heparin bolus drip. The driveline was observed as black and stiff and was tightly coiled with previous repairs on the strain relief and there was approximately 20 seconds of pump-off time. The driveline was uncoiled, and the tape removed at the stain relief. There was damage observed on the wires near the connector. It was further reported that once the driveline was uncoiled, there was a need to cut into the driveline and the inner lumen and outer sheath slowly expanded as it was coiled in tension upon arrival. There was a second cut necessary on the lumen and outer sheath to complete the wire transfer. Of note, the patient was known to be non-compliant and not a candidate for a vad exchange or heart transplant. The driveline remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: pending additional information. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 31-oct-2021 / serial #: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 02-oct-2020 h5: no .h6: patient ime code(s): e2402, h6: imf code(s): f08, f0801, f12, f2303. H6: img code(s): gxxxxx, h6: FDA device code(s): axx, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.